Event description:
The customer reported that the system failed to boot to a usable state and exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu boards and connectors were reseated during the service call. The passive backplane was recommended for replacement, however, the customer declined further service at this time. The system was tested and found to be working as intended and put back into service.